Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The catheter tip snapped off during cannulation of a tortuous and calcified vessel in a endovascular aneurysm repair (evar). No reported patient injury. No additional details were provided.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint failure as reported was observed. The tip of the device had detached from the body. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.